Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The device has no records of being repaired in the last year. The device was returned to olympus for evaluation and the customer¿s reported problem could not be confirmed or reproduced. It was noted the foot switch socket is defective due to stress/excessive force. The device was returned to the customer unrepaired. Since the error e006 could not be confirmed, the cause cannot conclusively be determined. The non-conductive fluid error e006 can have different causes. In all cases, it is triggered if the electrical resistance between the two electrodes of the device increases. Originally, this error message was intended to warn the user if an irrigation fluid with insufficient conductivity is used. However, since the conductivity can be influenced by other factors, error e006 can also be triggered for other reasons, such as: tissue build-up at the electrodes. Increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. Increased contact resistance due to faulty contacts at the working element or the connection cable. The instrument is in a gas bubble during activation. An esg-400 software update was implemented in april 2017 to improve testing conditions as well as averaging during resistance measurement. For this error pattern, a user error cannot be ruled out. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon.

Event description:
The customer reported an error e006 with the high frequency electro-surgical generator. ¿the error cannot not be solved by replacing all handles and cables. The same cable is used normally on other hosts.¿ the reported problem was found at reprocessing. No death or injury and no impact to patient or other has been reported to olympus.